Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. No product was returned for evaluation. A definitive root cause could not be determined as no device failure detected. User stops the ventilation and shut down the unit normally. On the other hand alarm 224- " mismatch between delivered and measured fio2" is visible on logs, this might be related with the depleted o2 cell or this could be also due to lack of o2 cell calibration. Last 2p calibration was performed on (B)(6) 2022 02:42:54.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire field service technician sent logs for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us screen went blank while on patient. Furthermore, the customer confirmed that there was no patient harm associated with this event.